Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, customer's glucose level displayed high. Correction bolus delivered to resolve elevated glucose and loaded a new cartridge for insulin therapy.